Event description:
The consumer stated that the applicator from her tampon contained blood. She indicated when she opened the tampon, it did not contain a pledget and the top outside half of the applicator appeared to contain blood.

Manufacturer narrative:
The applicator, that was sent to an outside forensic lab for analyses (confirmed female blood - (B)(4) 2012), was further analyzed. The lab report was received by (B)(4) 2012 (report dated (B)(4) 2012). The additional results showed genetic similarity to individuals representing the (B)(6) population. This result is not consistent with the genetic similarity within the production site. In addition, the dna in this blood sample did not match the dna in any of the other complaint blood samples also submitted to the lab for analyses. The source of the blood has not been determined. The investigation is ongoing and CAPA (B)(4) has been opened to further track the ongoing investigation.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed included: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore could not be confirmed. The consumer returned the product on (B)(6) 2012. A hematic evaluation was performed on (B)(4) 2012 and the results were inconclusive. Subsequent forensic testing was performed on (B)(4) 2012 and the presence of dried blood on the tampon applicator was confirmed and on (B)(4) 2012 further analysis indicated the dried blood was of that of a female. Manufacturing site investigation details: in addition to the device history record review, a review indicated the medical class ii 'operator sanitization protocol', which covers gowning and training on aseptic conditions is validated and personnel training is performed. A step-by-step investigation of the tampon assembly manufacturing process steps was conducted to identify areas of low, (<10%), medium (<30%) or high (>30%) risk level where human substances like blood could be transferred onto the product. This step-by-step review identified 2 potential high risk processes where a human substance like blood could be transferred onto the product, however it has not been determined if either of these process steps are the root cause. In order to determine a root cause, the recommendations for corrective actions and process improvements for the 2 high risk processes are documented under CAPA #(B)(4), alleged blood on tampon applicator, and will be further investigated and monitored for effectiveness. A step-by-step review of the manufacturing process steps for inserting the pledget into the applicator was also performed and identified two root causes for missing tampon pledget; lack of a reliable check system and personnel not following procedures. The recommendations for corrective actions and process improvement are documented under CAPA #(B)(4), missing pledget from tampon applicator, and root cause analysis (rca) #(B)(4). Health risk assessment a health risk assessment (hra) was completed on november 5, 2012 which concluded the overall risk of infection due to the dried blood contaminated applicator was low and the probability that contact or use of the device would cause as serious adverse health consequence is remote. Furthermore, the consumer stated she did not attempt to use the tampon once she noticed that the tampon pledget was missing.